Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5v system interface card power supply fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.